Manufacturer narrative:
Evaluation summary: numerous kinks were evident along the hypotube. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was visible to the 16th distal stent wraps with struts raised. The mandrel would not load through the inner lumen most likely due to hardened blood in the distal shaft. Slight deformation was evident to the distal tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a non-tortuous, mildly calcified lesion in the mid lad with 80% stenosis. The lesion was not pre-dilated. There was no damage noted to packaging. The device was inspected with no issues noted. Negative prep was not performed. It is reported that the stent would not cross the lesion and when the physician pulled back the stent system it was noted that stent struts were damaged. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. There is no patient injury reported. The physician completed the procedure with another device of unknown make.